Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days post-operatively, there was suture malabsorption resulting to affected incision healing. The suture was removed to resolve the issue.